Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had pulled back. The lead was no longer capturing and was causing the patient diaphragmatic stimulation. This lv lead was abandoned surgically. No additional adverse patient effects were reported.